Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) collectively contained data spanning approximately 5 days (29nov2023 ¿ 04dec2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on 03dec2023 correlating to a load test condition. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm resolved on 04dec2023, and the patient¿s driveline was also observed to have been disconnected on 04dec2023 to conduct the reported controller exchange. The returned system controller was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced, even after extended testing of the controller where multiple load tests were performed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault and power cable disconnect alarms. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The system controller was to be exchanged.